Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral capsular contracture of unknown baker grade post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06747 for the contralateral prosthesis.

Manufacturer narrative:
On 16-aug-2021, mentor received additional information about this event. The patient also experienced right-sided deflation, and will undergo bilateral explantation on (B)(6) 2021. It was also learned that the date of onset for capsular contracture was in 2014. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the left-sided device. Field d6b explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-sep-2021, the device was returned to mentor for investigation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7-oct-2021, mentor became aware that the b2 required intervention was inadvertently left unchecked in the previous report. This field has been updated appropriately. Manufacturer's reference number: (B)(4). B2 required intervention was mistakenly not checked in the previous report. The field has been updated.